Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This rv lead had high threshold of 5 v @ 1.0ms. The physician decided to revise the lead. Upon opening the pocket this rv and the ra lead became dislodged. Both leads were explanted and replaced.